Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24-28x2.25-2.5mm, eccentric, de-novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery extending to the mid lcx. A 6f non-bsc guide catheter and a non-bsc guidewire were advanced and positioned in the target lesion. Predilation was performed with a 1.5x20mm maverick 2 balloon catheter. Subsequently, a 2.25x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).